Manufacturer narrative:
(B)(4). The returned microcatheter had its tip rent in a v-shape. At the proximal point of the v-shape opening, the tip surface was bulged as it was pushed from the lumen towards the surface. The tip was also bent at the rent. Referring to known cases, a 0.014 inch guide wire was pushed to perforate the sample catheter tip to replicate the v-shape rent. When the guide wire was further pushed, the catheter tip showed a v-shape rent that was similar to that of the returned catheter tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was concluded that the concomitant guide wire was pushed while the catheter tip was being bent and perforated the tip wall. It was assumed that the guide wire was further pushed or the microcatheter was pulled back so that it would generate longitudinal stress on the catheter tip that caused the distal tip to be torn off. There was no indication of product deficiency. Although there were no adverse patient effects, a possibility could not be completely ruled out that the missing tip segment could be remaining in the patient anatomy. Instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] bend, separation.

Event description:
It was reported that damage of the microcatheter tip was noted during a pci to treat a 75-90% stenosis in the rca #2. The microcatheter was advanced following a guide wire when the physician felt catheter manipulability had deteriorated. The microcatheter was removed from the anatomy and found the tip was rent. A new microcatheter was replaced to resume the procedure. The pci was successfully completed with reestablished blood flow by stenting. There were reportedly no problems with the patient after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.